Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent l5/s1 laminectomy and fusion on (B)(6) 2016. Reportedly, post-op, the patient had spondylolisthesis, instability at l5/s1 and back pain.on (B)(6) 2017 the patient underwent revision surgery at l5/ilium. Rods, set screws and the broken s1 screws were removed and were replaced with s1 screws with 8.5x35 mm mas and, also instrumented bilateral iliac screws and connected l4-ilium with rods. Whether the patient achieved solid fusion or not was unknown. No fragments of the device remained inside the patient.

Manufacturer narrative:
Surgery date: (B)(6) 2016 (month and year valid). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Levels: l5-s1 it was reported that post-op on an unknown date, screw broke inside patient.